Manufacturer narrative:
Combination product: yes.

Event description:
This device was explanted due to episodes with multiple ineffective maximum energy shocks resulting in eos device status and patient requiring external defibrillation.